Event description:
It was reported that the patients trial procedure was aborted due to bony overgrowth. The devices used during the procedure were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7183703.